Event description:
It was reported from ous that during an orthopedic surgery the surgeon experienced an issue with the impactor tip. The tip broke during impacting. The patient¿s health was stable leaving the operating room. No pieces were left in the patient. There was no surgical delay, and the patient was not adversely affected. The rep was present at the time of surgery. New information received on 18 jul 21: no parts/pieces of the device fell into the surgical site and the patient was known to be stable. No patient information was provided. No additional information has been provided.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of the glenoid impactor tip has been in the field since 2013. Exactech is aware of 8 complaint reports involving 9 broken glenoid impactor tips since 2013. This issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 100 units, which has been in the field since 2017. Therefore, this issue does not appear to be manufacturing-related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this glenoid impactor tip, (B)(4)-instrument rev l, was reviewed. The risk is captured. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken device reported was likely the result of a combination of abnormal and aggressive use and an impactor handle tip contacting the inner surface of the impactor tip during impaction. IFU 700-096-181: instrument inspection : visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The tip broke during impacting, it was reported that there were no parts or pieces that fell into the surgical site.